Event description:
Patient self tester reported correlation issues when testing the same lot of strips on two different meters (no serial numbers were provided). Date: (B)(6) 2013, inratio: 6.5, inratio2: unspecified low. Date: (B)(6) 2013, inratio: 7.5, inratio2: 1.2. Time between sets of tests is approximately a week, however, the time between individual tests is unknown. Therapeutic range: unknown. Strips being used are past their expiration date.

Manufacturer narrative:
Customer was using expired strips. Using expired strips may contribute to unexpected inr results. Since strip lot number 265218 was released, 8 in-house therapeutic sample tests (24 strips) were performed on retain and returned strips prior to expiration date (10/2012). Customer's observations were not reproduced during in-house testing. The testing passed both accuracy and precision criteria. Conclusion: the customer was reported as using product that expired in october 2012. The product should be discarded after the stated expiration date. Use beyond this time can result in errors or inaccurate results. The last time the lot number was tested prior to expiration; all strips met both accuracy and precision criteria. The lot number is expired. No further trending is required.